Manufacturer narrative:
Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Manufacturer narrative:
Device evaluation: the device was not patent from distal to proximal; from proximal to distal, excessive force had to be applied to pass guidewire. Balloon lumen was patent.

Event description:
Prior to patient procedure and during preparation for use, the bridge balloon failed to load onto the guide wire. There was an observed "kink" just proximal to the hub. Another balloon was used; there were no reported patient injuries, and patient was discharged per operative plan.